Manufacturer narrative:
(B)(4). Unit passed displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Hardware low level failure alarmed during self test due to cracked solder joint at u1 pin 6 (sda) on keypad assembly. Unable to verify audio, absence of alarm due to hardware low level failure. Monitored with the unit communicating properly with sensor tester and the sensor transmitter. No change sensor alerts or sensor updating, sugar glucose not available messages noted during testing.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was unknown at the time of the incident. The customer was treated with carbohydrate. The customer stated that they received sensor updating, sensor glucose not available alert. The insulin pump will not be returned for analysis.